Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer in regards to a patient with an implantable infusion pump used for spinal pain indications. It was reported that they 'just' had a magnetic resonance imaging (MRI) today and the pump stalled afterwards. Patient stated it has been 2 hours now and the pump is not alarming. Someone from the MRI department got on the line and stated the patient called someone from the company and the patient was told the stall could last for 24 hours. The caller stated that a resident came down to check the pump after 10 minutes and it was still stalled. The pump was then checked every 20-30 minutes. The patient now wanted to go home, but the pump was still stalled. Patient was redirected to healthcare provider to further address the pump stall.